Event description:
Cpi rec'd info that these two possis sutureless myocardial leads (4320's) were removed from svc due to inappropriate shocks. They were both capped. A bipolar endocardial tined lead (0010) was implanted